Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received three inappropriate shocks in the primary sensing mode while swimming near the electric pool motor. It was hypothesized that the shocks were delivered due to over-sensed noise. The physician evaluated the system in-clinic to perform a new automatic set-up tool for the most suitable sensing vector, but the primary vector remained the most suitable. The physician also reprogrammed the shock therapy sensing delay settings. Another follow-up appointment was scheduled and the device data was forwarded to boston scientific technical services and is currently pending review. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received three inappropriate shocks in the primary sensing mode while swimming near the electric pool motor. It was hypothesized that the shocks were delivered due to over-sensed noise. The physician evaluated the system in-clinic to perform a new automatic set-up tool for the most suitable sensing vector, but the primary vector remained the most suitable. The physician also reprogrammed the shock therapy sensing delay settings. Another follow-up appointment was scheduled and the device data was forwarded to boston scientific technical services (ts) and it was discussed that the inappropriate shock was most likely the result of rhythm aberrancy. This aberrancy made potential programming options difficult. It was recommended to assess the patient in-clinic again to attempt to reproduce the rhythm. Additionally, the shock impedance measurements were high. However, the rhythm was unable to be reproduced. The device's smart charge and shock sensing zones were reprogrammed and the patient was prescribed anti-clotting medication due to potential atrial fibrillation. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.